Manufacturer narrative:
All devices must meet quality requirements and manufacturing specifications prior to release. Factors outside the scope of nxstage therapy can impact the patient's weight, these include but are not limited to the accuracy with which intake is recorded, the weighing techniques used, and the patient's comorbidities. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician.

Event description:
A report was received on 31 jan 2025 from the health care professional (hcp) of a patient of unspecified pathology, who stated an insufficient amount of programmed fluid was removed over several home hemodialysis treatments. The patient was hospitalized for fluid overload in (B)(6) 2024, dates unspecified. Although requested additional information has not been provided.